Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 231 mg/dl. Further information regarding the customer or event was not provided.

Manufacturer narrative:
On (B)(6) 2022 the distributor reported the following additional information: the device's history did not indicate that any malfunction alarm occurred. A pump system check was performed and the pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803. On (B)(6) 2022 the distributor reported the following additional information: the device's history did not indicate that any malfunction alarm occurred. A pump system check was performed and the pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803.